Manufacturer narrative:
Device was used for treatment, not diagnosis. Information was not provided for reporting. This report is for (band-aid kizu power pad regular ap 37131785). Lot number is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported that, on (B)(6) 2018 while riding a bicycle her son fell and scraped his leg with asphalt, and band-aid kizu power pad regular (kpp) was applied to her son¿s wound. On (B)(6) 2018 when her son returned home from school, consumer noted that liquid like medication leaked from the edge of the (kpp) and the area which was touched by the liquid looked as if it was ruptured. Upon removal of the (kpp), it was noted that her son¿s wound was still weeping, which remained unchanged from the condition at the time of injury. Therefore, the mother had to take the son to a hospital. According to the mother, she was told by a physician at the hospital not to use (kpp) and the area which looked as if it was ruptured seemed to have been a wound at the time of the injury. The son needed to receive outpatient treatment for a while. The mother stated that it was not the wound which developed at the time of the injury because she was sure the area which looked as if it was ruptured had not gotten wounded at the time of the injury.